Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, when "squeezing" the pump while loading the cartridge, the customer would be able to load the cartridge and go through the cartridge detection process successfully. Customer has discontinued using the pump for insulin therapy. Blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.